Event description:
Additional information received reported that the patient was in so much pain at the time that she could not use the device. The reporter noted that the implantable neurostimulator (ins) was sitting on the problem nerve she had the ins implanted for. It was noted that the battery hurt so much and the patient could not go to the emergency room because ¿they didn¿t know what to do.¿ the patient noted that she was told it was supposed to work and it did not. It was noted that the patient wanted to meet with a manufacturing representative. It was noted that the patient was having trouble find a health care professional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had pain at the pocket site. It was noted that the pocket site was purple in color and would not go away. It was noted that the implantable neurostimulator (ins) was placed on the right side where the patient had chronic pain. It was noted that the device was placed right on top of the spot where the patient¿s pain was. It was noted that it was uncomfortable to place the recharger on it. It was noted that it had gotten worse in the past three weeks. It was noted that there were no falls or trauma. It was noted that the pocket site was uncomfortable the last time the past saw a health care professional (hcp) which was (B)(6) and the hcp did not think much of it at the time. It was noted that no tests had been done. It was noted that the implantable neurostimulator (ins) was bulging from the site. It was noted that the patient currently felt stimulation. It was noted that the patient had emailed an hcp about the situation. Additional information received reported that the patient was having problems with her device and her ¿gate¿ (sic) was off because of the problems. It was noted that her knee on one side was swollen as well as the back. It was stated that the patient needed a back and knee MRI. It was noted that the patient denied more details on the event date and stated she had given this before in a previous call.

Event description:
Additional information was received from a patient on (B)(6) 2015 stating that they had a pre-existing nerve root issue, and that the health care provider (hcp) had placed the implantable neurostimulator (ins) right on top of the nerve root. The patient did not know the hcp was going to place the ins there, and it was causing them pain. They were going to call the hcp for an appointment to address the pain at the ins. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The 97714 surescan restore sensor remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the 97714 surescan restore sensor. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain and discomfort because it was indicated that the ins was placed right on the side where patient has chronic pain and it is uncomfortable for patient to put the insr on it. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the 97714 surescan restore sensor is inconclusive because no further information was received from follow-up letter and it is unknown whether patient issue has been resolved. Product ID: 97740, serial# (B)(4), product type: programmer., patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n396572, implanted: (B)(6) 2013, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the MRI department called the patient and cancelled her MRI. It was reported that because of the pain on the patient's right side she has been putting most of her weight on her left side so her knee was swollen, giving her problems for 2-3 months. The patient stated she needed an MRI of the knee. It was reported that the patient fell on (B)(6). It was reported that when stimulation was turned off, the patient had "the phantom feeling" that the device was still on after she turned it off. It was noted that the patient told her hcp about that in december. It was stated that the patient's nerve damage changed; it went from the last 3 toes in pain, now her whole foot was. The patient stated "I told him (hcp) that the device where he put the battery was right on top of where I have my nerve damage and I didn't understand why he put the battery in that place".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had not found a doctor to see her in her new state. The patient went to a hospital for her knees, the patient's knee were giving her problems and was seeing an ortho doctor. The patient reported when they put the implantable neurostimulator (ins) in, it was sitting right above the spot on the patient's right side where underneath the implant the patient thought that there was a cyst and pushed up against it. The patient stated at first that she could not turn stimulation on and was getting some relief. Now the patient hasn't turned the stimulation on once in a month. The patient still had pain down her leg. The patient reported that the issues with the stimulation started in (B)(6) 2014 and that is when the patient stared feeling discomfort where the ins was. The patient reported that she told her healthcare professional (hcp) in (B)(6) 2013 that she was feeling some discomfort and how the ins was placed. The manufacturing representative was present and they did reprogramming. The patient reported that it felt like there was a paperweight feeling where the ins was located and she had a phantom feeling when she turned off the stimulation where it felt like the stimulation was on when it was not. The patient moved to a new state so that her family could help her out after surgery and was having issues with her back. Now the patient's knees were starting to be an issue too. The patient had arthritis in the knee and was putting all of her weight on her left knee and now had arthritis in both knees but the left was worse. The patient reported falling a couple of time as well. The patient fell for the first time (B)(6) 2013 and then she fell twice in (B)(6) 2014. At one point the stimulation was in the wrong place and was going all the way down to her knees but the manufacturing representative changed the band and gave the patient more use of the unit because the patient had such a high tolerance of pain. Where the battery was sitting she got a weird pressure feeling and believed that there was a cyst under there and caused more pain when the patient sat or lay down.